Event description:
It was reported by service report that the siderail plastic panels were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail plastic panels.